Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen knee femoral cat#:unk, lot#:unk, tibial component precoat size 2 cat#: 00588000200, lot#: 63577198, articular surface with hinge post extension screw cat#: 00588003017, lot#: 62828067, headless trocar drill pin cat#: 00588003017, lot#: 62828067 , stem extension straight cat#: 00598801014, lot#: 63593294, stem extension straight cat#: 00598801215, lot#: 63634006. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2018 - 00470, 0001822565 - 2018 - 00471. Product location is unknown.

Event description:
It was reported that the patient underwent knee revision due to severe pain and medial distal femoral condyle collapse. No further information has been provided.

Manufacturer narrative:
Upon further review, it was determined that this product is not related to the event as there is no confirmation that a femoral augment was used.

Manufacturer narrative:
Date of initial implantation was on an unknown date ten years prior to event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.